Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a communicator was showing two yellow sending waves icon and a red call doctor icon. After analyzing the combined follow up a constant increase at rv shock lead impedance was observed and high, out of range shock impedances were measured. According to the field representative, corrective actions have not been completed and they will continue monitoring the patient. The communicator and the rv lead are still in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a communicator was showing two (2) yellow sending waves icon and a red call doctor icon. According to the field representative, corrective actions have not been completed and they will continue monitoring the patient. The communicator and the ICD are still in service. No adverse patient effects were reported.